Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and no delivery. The blood glucose reading was 600 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The insulin pump passed the displacement test and manual prime. The customer was advised to monitor the issue and call back if the alarm recurred. The customer treated with manual injection and declined troubleshooting for the no delivery alarm.